Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a non-functioning display button on the system controller. The patient had to press the button several times to view different system parameters on the display. The system controller was exchanged.